Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt had a recent fall. Around the same time, the pt reported that she began to feel overstimulation when changing positions from lying down to sitting up or when reaching. She stated that the overstimulation sensation begins in her lower back then spreads to the rest of her body. The pt also reported that the stimulation turns on by itself occasionally when she is in her bedroom, and she must use the magnet to turn the stimulation off again. An impedance check exhibited normal impedance readings on all lead contacts. It was reported that an x-ray will be taken of the pt's system. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.